Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery during prime. Customer does not lubricate the reservoir. Customer's blood glucose was unknown. Customer did not agree to return the reservoir for further analysis.